Event description:
Another manufacturer reported to smiths medical (B) (4) that the transducer was falling off and split in the line at the transducer. There was no pt injury or treatment reported with this event.

Manufacturer narrative:
The reporter indicated that samples were available for return; however, samples have not been received from the customer, smiths was unable to confirm the issue or determine a cause without returned product evaluation. A f/u report will be submitted should info become available that impacts this investigation.